Event description:
The patient reported, he has been using this infusion device since (B)(6) 2012 and since that time, his blood glucose has been elevated to approximately 400 mg/dl. To treat elevated blood glucose, he changes the accessories and boluses but is unable to lower his readings. On (B)(6) 2012, he switched to another infusion device using the same basal rates and his blood glucose has been "ok". He believes the infusion device does not correctly deliver insulin. His normal blood glucose level is 100 mg/dl. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.